Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Upon a CT scan it was noted that there was cystic formation around both tibial and talus components. Expected loosening of both components. No follow up procedures.

Event description:
It was reported that the patient underwent a total ankle replacement. Upon a CT scan it was noted that there was cystic formation around both tibial and talus components. Expected loosening of both components. No follow up procedures.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿there are very large cysts around the tibial component. The remaining bone stock is poor and there seem to be some fracture lines around the cortex in the posterior part. All of this fits to the statements provided in the collateral information. The pe cannot be assessed directly in the CT-scan. There are no indirect signs of loosening or breakage, however. There are also large cysts in the talus. This is suggesting a loosening and needs revision as well.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by presence of large cysts around the tibial component and poor bone stock of the patient. As secondary observation fracture along the posterior part of cortex is also observed. If device is returned or any further information is provided, the investigation report will be reassessed.